Manufacturer narrative:
The device was not returned for evaluation. In the eventuality the device will be returned and investigated, a follow-up report with the evaluation results will be submitted.

Event description:
It was reported the device presented a leak where tubing exits the cassette above the luer connection. No patient injury was reported.